Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a screen issue. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
Updated fields: e1 (site country), h6(health effect - clinical code, type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the cable and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.